Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device unexpectedly powered off by itself. Following the loss of power, the asp was unable to power the device back on. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off by itself, as well as the device being unable to power back on, was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.